Event description:
Customer reported calibration and sensor error. Customer also states that the blood and sensor glucose values are off. The blood glucose reading is 277 mg/dl and the sensor glucose is 63 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.